Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited dirt on the control knob, the switch box, the scope connector, and foreign objects in the forceps elevator wire. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the dirt on the control knob, the switch box, the scope connector, and the foreign objects in the forceps elevator wire, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.